Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: related manufacturer reference number: 1627487-2020-02498. It was reported the patient experienced ineffective stimulation after suffering a fall. X-rays confirmed both of the patient¿s leads migrated. To address the issue, the patient may be awaiting surgical intervention.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the physician relocated the patient¿s leads on (B)(6) 2020, which addressed the issue.